Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: internal controller malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;driveline wire broken.specific component(s) involved: internal controller malfunction;driveline wire broken causing rvad to not communicate with tlc-ii console.intervention(s): none.type: both (in the same or visit).